Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi miracle bros 0.014; terumo 0.035 hydrophilic. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report filed, updated information was received concerning review of the cine images. There were 9 images with comments showing a guide wire is positioned across a long lesion in a heavily calcified, diffusely diseased femoral artery. A balloon is positioned over the lesion, though there is no picture of the actual inflation, the image shows that the lesion area lumen has enlarged. Next image the description reports as a marker catheter positioned in the vessel; then an image shows the distal stent markers below the lesion and a light radiopaque 'webbing' extending proximal to the markers into the iliac. The last image shows an angiographic image of the iliac and femoral arteries with contrast extending from the left femoral to just beyond the iliac horn. The 'webbing' extending proximal from the stent markers strongly suggests that the stent in question has stretched or elongated proximally. The images are not distinct enough to confirm the location of the proximal stent edge. No additional information was provided.

Manufacturer narrative:
(B)(4). Disability or permanent damage removed. Cine images were obtained from the account and the images were reviewed by abbott. From the images, it is noted that the lesion is long and heavily calcified. It is noted from the review that the reported stretching of the stent appears to be confirmed. Potential causes for inability to retract the thumbwheel include, but are not limited to, failure to release the handle lock, severe shaft kink, severely tortuous anatomy, and manufacturing anomalies within the handle. As the doctor reportedly removed the handle and unsuccessfully attempted retracting the ribbon manually, a manufacturing defect is unlikely. In this case, no definitive cause can be assigned as the device was not returned for analysis. Potential causes for difficulty removing the catheter include, but are not limited to, severe tortuousity, severe shaft kink on a sharp bend, and interaction with accessory devices. As this case occurred over the aortic bifurcation, a kink becoming caught on the bifurcation is a likely potential cause. As the device was not returned for analysis, no definitive cause can be assigned. The stretching of the stent was likely due to the failure to fully deploy. From there, it is likely that the stent proximal portion of the stent in the distal sheath experienced resistance leaving the sheath due to the large amount of surface area still contacting the sheath, while the distal side was interacting with the calcified lesion site and forming a solid anchor. When the catheter was retracted, this led to the stent stretching. A review of the finished device lot history records (lhr) revealed no nonconforming material records (ncmr) for this lot number. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. All self-expanding stent systems are subjected to a visual and inspection for damage and all catheters are inspected from deployment force. In addition, a quality control audit inspection is used to inspect the catheter for proper deployment.

Event description:
It was reported that during a procedure of a pre-dilated totally occluded, heavily calcified femoral artery, during deployment the absolute pro thumbwheel became stuck and only the first rows of the stent were deployed. The stent delivery system could not be removed. Force was applied to the delivery system thumbwheel, handle, and white thread unsuccessfully. Eventually, the device was removed from the patient anatomy manually but the stent implant remained in the patient vessel, and it was elongated from the right femoral artery to the left femoral artery though the aortic bifurcation. The stent was removed surgically and a second absolute pro was implanted without consequences. There was no reported adverse patient sequela. Additionally, a procedure cine was provided and reviewed by a abbott clinical specialist. There are 21 images. There are images of a total occlusion and diffuse disease in the right femoral artery. There are then images of a long stent positioned in the right femoral continuing into the right iliac, however, there are no images to confirm that the stent `stuck' in the lesion. Also, there are no images that clearly show the stent extending into the left femoral artery. No additional information has been reported.